Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 her receiver vibrates then powers down. Patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The receiver passed visual inspection. Global receiver functional testing was performed and resulted in no failures related to the customer complaint. A review of the receiver data log confirmed firmware error err224. The customer complaint was confirmed. The root cause could not be determined. This complaint was deemed reportable upon completion of device evaluation on 06/16/2015.